Event description:
The lay user/reporter contacted lifescan in 2005, and alleged that her son's one touch ultra meter (serial number not provided) was not keeping proper time and date when properly set. The medical affairs specialist was not able to reach the reporter in 05. A letter was also sent. The patient's family member had reported that they have three one touch ultra meters and she did not have them at the time of the call. She was not able to provided the serial number for any of the three meters. She was concerned that the patient was using control solution as blood readings and she is now keeping closer attention to son's testing. The reporter knew that patient was "not running a 100 and because of his facial change, knew he was running high."it is known as to which meter the had received the result of 100 mg/dl on and if the patient had tested with control solution at the time of testing. It is also not clear if the result of 500 mg/dl was obtained on any of the patient's meter or if it was walked through resolving the issue, but the reporter was unable/unwillling to answer if the issue was resolved. The other two ultra meters were reported to have inaccurate low results with the same readings of 100 mg/dl and md/dl. Although there is insufficient information provided regarding the events leading to the high results on the unknown meter, this complaing is reported because the reporter was unable/unwilling to answer if the time/date issue was resolved with troubleshooting and there was a large difference inthe subject meter's result and the unknown meter's result. If the reporter calls back with more information and serial numberes of the three meters, a follow-up will be sent with that information.